Manufacturer narrative:
Analysis on the returned probe resulted in finding a physical damage failure. Analysis states that the probe has impact mark at the back en causing the reported fit issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used to a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy of about 2 mm. The procedure was completed with navigation/ imaging system and back-up products, and with reference to the navigation direction only. There was no problem with the procedure itself. It was suspected that the tip of the back-up product of the thoracic probe was deformed. There was a reported delay to the procedure of less than one hour. There was no impact to the patient. Medtronic received information that the thoracic probe was able to verify.